Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of error b30 was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: temporary contact failure due to the electrical contacts of the connector. A root cause could not be identified. Based on the results of the investigation, the reported malfunction was not reproduced. The most likely cause is a temporary contact failure due to the electrical contacts of the connector. However, the definitive root cause for the failure of contact could not be established three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the subject device produced a scope communication error (error b30). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.